Event description:
It was reported by customer that a patient had a PICC line placed on (B)(6) 2025, which was subsequently removed by the infusion center due to leakage specifically from the line on (B)(6) 2025. Leak was not from the insertion site but the lumen. It would draw back air and make a whistling noise from both lumens. The IV team was called and verified an issue with the line before removal. The procedure was elongated due to troubleshooting and exchange.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.